Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a revision surgery was performed during which it was identified that the right cylinder was broken; subsequently, the cylinder and pump were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. During visual examination of the cylinders, it was noted that the cylinder 1 was cut into half at the proximal and the kink resistant tubing (krt) was worn down to the filament. Due to the cut identified, the cylinder 1 was not leak tested. Cylinder 2 was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in cylinder 2. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified in the pump. The tubing was not returned for analysis as it was cut down to the pump block. Based on the information available and analysis results, the reported clinical observation of a broken cylinder could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a revision surgery was performed during which it was identified that the right cylinder was broken; subsequently, the cylinder and pump were removed and replaced with no patient complications.